Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Our sales assistant attended a case which the screwdriver handle that comes in the variax hand set came apart during the case whilst the surgeon was screwing in a screw. The surgeon did not misuse or mishandle the instrument in any way and the instrument seemingly came apart on its own. Surgeon could still use half of the screwdriver handle to finish putting in the other screws.

Manufacturer narrative:
The lot number of the device was updated. Evaluation summary: the reported event that the screwdriver handle came apart could be confirmed. After disassembling of the screwdriver handle the blade adapter showed friction traces, strong rust and pitting corrosion on the surface resulting from a not hardened blade adapter contributed to by an insufficient cleaning/drying and/or maintenance of the device.

Event description:
Our sales assistant, attended a case which the screwdriver handle that comes in the variax hand set came apart during the case whilst the surgeon was screwing in a screw. The surgeon did not misuse or mishandle the instrument in any way and the instrument seemingly came apart on its own. Surgeon could still use half of the screwdriver handle to finish putting in the other screws.